Event description:
It was reported a few days after it was implanted, that this right ventricular (rv) lead presented a loss of capture even at a high pacing threshold. A CT scan was performed and it was found this lead had caused a perforation, so it was revised and repositioned, with this lead remaining in service. No additional adverse patient effects were reported.